Event description:
It was reported that a user experienced hyperglycemia while using the ilet following a supply change, and the glucose elevation reportedly worsened after the change; troubleshooting guidance included performing a full supply change and monitoring, with education that continuing to use the current cartridge would be off-label and not recommended. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no emergency or urgent care. Investigation included user interview and troubleshooting with education. Investigation of this case revealed that the cause of hyperglycemia was unclear and no device alerts or alarms were reported. It was concluded that the event was not confirmed to be device related and that no device malfunction could be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.